Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were provided. Medical records were provided and reviewed. Approximately seven months post deployment, it was observed that two of the filter struts perforated the ivc wall up to 3mm and resides within the soft tissue. Also, it was observed that there was a thrombus at the superior aspect of the ivc filter. Therefore, the investigation is confirmed for filter limb perforation. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that two struts perforated the ivc wall up to 3 mm. One anterior and one posterior strut perforates the ivc wall up to 3 mm residing within the soft tissues. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.